Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has error code. Incident occurred during testing; no patient involvement.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the customer's stated problem was not verified. Inspected the pump and found no damaged or cracked. Further investigation of the pump and unable to duplicated any error code as stated. The device passed all functional test and also pump was performed in application mode ran over night and no problem occur. The device show no error code in the event log and the device was found to be working properly. The customer reported condition was not confirmed. No fault found . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.